Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed no obstructions in the lead barrels and all setscrew seal plugs were intact. All setscrews operate normally and all setscrew shanks could be seen in the lead barrels when the screws were turned down. The atrial and df- setscrews and terminal block threads show evidence of cross-threading. The ICD was then put through a series of automated tests which verified the performance of defibrillation, pacing, sensing, and recording functions.

Event description:
Boston scientific crm received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) noise was observed on all three channels. Right atrial pacing impedance measurements were greater than 2000 ohms. The lead was taken out of the header and then reconnected. Good sensing and impedance measurements were observed, however the noise was still present. A new ICD was successfully implanted with no noise observed on any channel. The attempted device was returned for analysis. No adverse patient effects were reported.